Manufacturer narrative:
(B)(4).

Event description:
In a follow up, the initial reporter confirmed that the lens was exchanged for another lens of similar model but one diopter less power approximately ten years after it was initially implanted.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was received on 4/13/2016. (B)(4).

Event description:
A surgical coordinator reported that after an intraocular lens (iol) was implanted, it became dislocated. It was repositioned, but then decentered again. The patient has reported halos in his vision. A lens exchange is planned. In a follow up the surgeon indicated that the initial lens was implanted ten years before the first decentration. The lens then decentered again three months later.